Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was making excessive noise. It was noted in the service order that the device had an undetermined malfunction while in use with a foot pedal device and a speed reducer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device making excessive noise identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI ¿ (B)(4).